Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the steps taken to resolve the inability to charge was to troubleshoot with the manual. The patient called the manufacturer technical services and was advised that they needed to contact their healthcare provider (hcp). The patient has an appointment scheduled for (B)(6) 2018. The patient stated that the device is not working . The patient was told that the device is likely in overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they have no telemetry with recharging; poor communication was noted. They were unable to connect with their programmer. The patient stated that the recharger is not charging their implantable neurostimulator (ins). They confirmed seeing the reposition antenna screen. The patient indicated that the ins has been ¿down and dead¿ for 2-3 weeks. The patient mentioned that they were unable to find the reposition antenna screen in the manual. They stated that they last successfully recharged their device at least 3 weeks ago. The patient added that they haven¿t use their ins in 2-3 weeks, because they didn¿t need it. They noted that they haven¿t been very active lately, and they need the ins when they are active. The patient was to follow-up with their healthcare provider. No further complications or patient symptoms were reported.